Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No serial number or manufacturer date available for the programmer. Concomitant medical products: 2067 rf programmer head. (B)(4).

Event description:
It was reported that the programmer could not establish telemetry with the implantable cardiac monitor using the radio frequency (rf) programmer head after the implant procedure; there were no issues before implant. The caller cancelled the pending parameters for the implantable cardiac monitor on the programmer, which resolved the issue. The programmer and rf head will not be returned at this time. No patient complications have been reported as a result of this event.